Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Reported that the patient was complaining of left hip pain from a hip replacement done in the past. The x-rays revealed an apparent notch in the neck of the hip stem which may have been related to impingement. Surgeon decided to revise the components. Upon careful removal of the implants it was noted by the surgeon the significance of the notch in the femoral hip stem. It appears to be an accolade stem with and adm cup and liner. Surgeon proceeded to re-implant new components for both the acetabulum and the hip stem. The surgery was performed without incident. There is no additional information at this time.